Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013352755); product type: 0195-heart valves; implant date: n/a ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after deployment of the valve, an infold was noted. Subs equently, a 23-millimeter (mm) non-medtronic balloon was prepped for a post-implant balloon aortic valvuloplasty (bav). The balloon was then placed at the 29 mm valve, and as the post-implant bav was being completed, rapid pacing was reduced from 180 beats per minute (bpm) to 120 bpm at request of the attending physician. As the rapid pacing was decreased, the balloon was not fully inflated, causing the valve to embolize into the descending aorta. Subsequently, a new 29 mm valve was prepared and successfully implanted. A 1-hour procedural delay occurred due to the valve infold and dislodge. Per the physician, the early termination of the rapid pacing and late inflation of the post-implant bav contributed to the valve dislodge. Additionally, the physician reported that the procedure contributed to the valve infold and dislodge.